Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The pump was received without the original battery cap. Unable to verify battery cap damage.

Event description:
The customer reported via phone call that their insulin pump was not working and no test were performed alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.